Manufacturer narrative:
Follow-up #2: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips failed testing. The reported issue was confirmed; when test strips were tested with control solution, an error 4 was observed with no assignable cause found. Additional tests were performed on the test strip which failed testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up #3 additional information. The lay user/patients test strips have been further evaluated by lifescan product analysis with the following findings: the additional tests performed on the test strip vial and desiccant were to check the structural integrity and for a possible moisture issue. The structural integrity of the test strip vial was found to be compromised during a gross leak test and the desiccant was found to contain more moisture than expected from normal use. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Follow-up #3 this supplemental, is being sent to correct information previously submitted within the narrative of follow-up #1 and also, to provide new information obtained from further evaluation. The narrative of follow-up #2 should read as follows: ¿the test strips failed testing. The reported issue was confirmed. In addition, a secondary issue was noted; when test strips were tested with control solution, an error 4 was observed with no assignable cause found. Additional tests were also performed on the test strip vial and desiccant; these tests both failed.¿

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging that the control solution results were above the expected control solution range. The reporter claimed obtaining a control solution result of 164 mg/dl which fell above the specified control solution range printed on the test strip vial. There was no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the control solution passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.